Event description:
It was reported that the surgeon inserted a 12.1 mm micl12.1 implantable collamer lens, but was unable to position the lens in the patient's eye due to too much positive vitreous pressure. The surgeon had put in too much viscoelastic into the eye. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. Some pigment from the iris was removed with the lens. The reporter stated the cause of not being able to position lens was due to the surgeon's technique and was not due to the lens. Another same type lens will be implanted at a later date. The patient is doing well.

Manufacturer narrative:
H6: results: a visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: no conclusion can be drawn. Based on the complaint history, the lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.